Event description:
It was reported that approximately 4 years and 11 months following the implant of this transcatheter pulmonary valve in a previously implanted 22 millimeter (mm) surgical apico-aortic valved conduit, a computed tomography (CT) scan was performed that revealed the transcatheter valve failed due to severe regurgitation with a regurgitation fraction of 44-49%. Additional information was received indicating that following CT imaging , the pulmonary valve was listed as "explanted". Intervention was performed for the regurgitation. The intervention was a transcatheter aortic valve replacement procedure.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of this transcatheter pulmonary valve in a previously implanted 22 millimeter (mm) surgical apico-aortic valved conduit, a computed tomography (CT) scan was performed that revealed the transcatheter valve failed due to severe regurgitation with a regurgitation fraction of 44-49%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the treatment for the regurgitation was an unknown surgery.